Event description:
It is reported that a customer experienced high blood glucose of 545 mg/dl. The customer was treated for the high blood glucose with a manual injection of insulin. The customer did not contact their health care provider but did trouble shoot with the insulin pump. The result of the trouble shooting was finding a bent cannula that could have possibly led to the high blood glucose. The customer did not have a tubing clamp so one was sent to her and was advised to call back to finish trouble shooting once she received the tubing clamp. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.